Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed self, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit alarmed restart after battery change due to broken solder joint. Unable to complete functional test due to restart alarm. Unit received with minor scratched lcd window, cracked reservoir tube lip and broken battery tube threads. No damage on battery cap noted during visual inspection.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of over 700 mg/dl and diabetic ketoacidosis. Customer had blood glucose of 182 mg/dl at the time of the call. Customer indicated that the pump and basal settings are correct. Troubleshooting found that drive support cap and time and date programming were normal. Troubleshooting found that the pump was working as designed and customer was advised to change out set, reservoir and insulin and treat per doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to further troubleshoot.